Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual examination of the screws indicated that one broken and the broken portion was not returned. The other two returned screws indicated some wearing of the anodized coating, indicating use. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. A lab analysis indicated that some anodization damage was noted on the returned screws. The anodization damage is on the threads, near the area expected to contact the nail. No material or manufacturing defects were observed during this investigation. A clinical analysis indicated that based on the information provided, currently unable to rule out nail length in the presence of a highly comminuted un-stable distal femoral fracture, delayed/incomplete bony union & delayed physical therapy as possible contributing factors to the reported events. Patient impact beyond reported somatic pain, screw migration/fracture & scheduled revision procedure to remove remaining screws. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported the patient presented with pain. Ap and lateral x-rays of the left femur were taken. The overall alignment of his femur looks very good and there has been no obvious hardware failure of the nail. It was noted the most distal interlocking screw appears to have backed out from the femur and the screw head is clearly prominent in the subcutaneous tissue of the lateral thigh. The surgeon decided to remove the screw making a small percutaneous incision at the location of the surgical scar from prior placement of the distal interlocking screw. The screw was removed uneventfully. The incision was irrigated and closed with a suture and sterile dressing was applied.